Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient was pulled 3-4 blocks behind a tow truck vehicle." It was stated that the patient was worried a lead wire was pulled out. It was stated that the patient was feeling a lot of pain in the sciatic nerve, left leg and lower back and that these areas were all the original sources of pain before the ins (implantable neurostimulator) was implanted. It was stated the patient had not been able to adjust his stimulation therapy since the accident to see if an adjustment would help the pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).